Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose, however, a specific value was not provided, cause was unknown. Customer administered a manual injection to address the issue. Additionally, the customer miscalculated the amount of food consumed, and delivered too large of a bolus resulting in low blood glucose ranging between 30-40mg/dl. Customer consumed carbohydrates to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.